Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting found that the uninterruptible power supply (ups) was the probable cause of the anomaly. It was reported that the ups was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. It was reported that the imaging system was intended to be used for a procedure later in the day, but was not due to the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The ups was returned to medtronic for analysis. The ups was dead on arrival. There was no response when charging, but powered on normally when a new battery was inserted. It was found the battery no longer holds a charge. If information is provided in the future, a supplemental report will be issued.